Event description:
Additional information was received. It was reported that the pump stalled during programming and did not recover. It was also stated that the pump had stalled for three minutes. The cause of the event was unknown, but was attributed to the pump and programmer. There were no ongoing problems with the physician programmer. It was reported that there had been no patient injury.

Event description:
It was reported that during a device follow-up appointment for a second time the physician had a hard time finding the signal from the pump. After approximately 20 seconds the programmer made a really odd noise (malfunction/reset) and then stated the pump had stopped. The programmer and pump were re-synched and confirmed that the pump was stopped. The physician restarted the pump. There were no patient symptoms or injuries related to this event. The pump contained gablofen at the time of the event.

Manufacturer narrative:
Product ID 8840, serial# unknown, (B)(4).